Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1221529. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The results show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit, our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced fluid leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse performed the doctor's order to administer fluids to the patient, and found fluid leakage at the end of the y-shaped needle head during catheterization.